Event description:
Device malfunction: dc entangled with stent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a pta stenting procedure of a heavily calcified and extremely tortuous right sfa, the physician predilated the lesion with a fox sv balloon over 3 mm, and an angiogram was taken. An exceed stent was successfully placed. An angiogram was not taken after the stent placement because the catheter was in the way. During the delivery system removal, the physician retrieved the catheter approx 3 cm and the distal shaft of the delivery catheter got caught inside the stent and could not be removed. The physician unsuccessfully and extensively manipulated the delivery catheter (dc) in an effort to remove it. Excessive force was also used in the retrieval attempt, also without success. A vascular surgeon was called; he cut down the vessel to entangle the tip of the delivery catheter, which was removed intact. The stent remained in the pt in the target lesion, fully deployed. The pt is doing fine. The access site was the left brachial artery. The physician does not believe that this event is related to a device failure, but related to the severe vessel calcification. No additional information available.